Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens service was dispatched and the lamp reading was checked and found to be very high. They replaced the lamp assembly and the unit passed the system checks. The message logs are not available. System fully functional on departure. The customer reran all stratus qc material and both qc samples were within range. The customer stated there are no issues with qc or calibration and the instrument is operational.

Event description:
The customer reported false negative troponin results for one patient on the stratus cs when compared to another siemens laboratory instrument. There was no report of injury due to this event.